Event description:
Allegedly, during a sialendochoplasty procedure, the scope lens cracked and he lost visuals; doctor had a backup scope, but claims it would have taken too long to sterilize, so he switched to an open procedure to complete operation.

Manufacturer narrative:
Evaluation: this scope had a bent shaft, 50% broken light fibers, and image bundle had separation from the objective lens. Condition of scope is consistent with damage caused by over-torquing. We have no other complaints involving this scope.